Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a follow up MDR will be submitted.

Event description:
It was reported by a registered nurse (rn) that a home patient (hp) found particulate matter in the automated peritoneal dialysis set with cassette before starting the peritoneal dialysis therapy. The hp informed the rn that they noticed a bug inside of the cassette, prior to use. The rn stated that the cassette was sealed and the hp did not use it and brought it to the clinic. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.